Manufacturer narrative:
(B)(4). This complaint was for a disconnection of a supply line from a supply bag. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Per the complaint information, the patient was walking around and got his foot caught on the line and caused the spike to disconnect from the bag. From the complaint information, the cause of the connection issue is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center requesting assistance to start over with new supplies on the homechoice (hc) machine during dwell 2, because one of the tubing lines reportedly disconnected from the bag. The home patient (hp) stated that he pressed stop right away and closed the transfer set. No alarm had occurred. The technical service representative (tsr) assisted hp end therapy. The hp would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call to the nurse on (B)(6) 2010, it was revealed that the hp had explained that he was walking around, and the tubing got caught in his foot causing the tubing to disconnect from the bag. The nurse confirmed that the issue was resolved and hp did not have any injury or harm as a result of this incident. The nurse also verified that she had advised hp of the appropriate procedure related to this event. Per nurse, hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.